Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Analysis revealed that the wire was torn from the solder joint resulting in 7 cm of guide wire missing from the distal tip. It is unknown where the remaining 7 cm of core wire is.